Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "inadvertently delivered a bolus larger" than what was required for their needs. The customer's blood glucose (bg) level subsequently decreased to a value displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.